Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #p100022/s014 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The device was advanced from the right fa by cross-over approach. There was no severe calcification observed in the access route. The physician had a plan to place two zilver ptx stents in total. The failure occurred during stent deployment of the second stent. The first stent (zisv6-35-125-7.0-140-ptx/ c1325554) was placed after balloon dilation (5mm) of the target site. After that, the user attempted to place the second stent (complaint device). Though the physician rotated the thumbwheel to the end, approximately 3cm of the second stent would not be deployed. Therefore, he withdrew the sheath slowly in order to deploy the rest of the stent, then the stent could be fully deployed. (Used wire guide: boston scientific/ jupiter fc) however because approximately 5cm stent elongation was confirmed, another stent (zisv6-35-125-7.0-120-ptx/ c1242627) was additionally placed with overlap. There have been no adverse effects to the patient reported. Reference also report # 3001845648-2017-00171.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s014. This follow up report is being submitted to cancel the initial report sent in relation to this event. Initial assessment was a conservative assessment pending completion of the investigation. On completion of the investigation it has been determined that the stent elongation was most likely caused by the deployment issues the user experienced. The deployment difficulties and stent elongation is considered the results of the one event ¿user error ¿ ¿incorrect wireguide used¿. Reference report # 3001845648-2017-00171 for investigation details.

Event description:
This follow up report is being submitted to cancel the initial report sent in relation to this event. Initial assessment was a conservative assessment pending completion of the investigation. On completion of the investigation it has been determined that the stent elongation was most likely caused by the deployment issues the user experienced. The deployment difficulties and stent elongation is considered the results of the one event ¿user error ¿ ¿incorrect wireguide used¿. Reference report # 3001845648-2017-00171 for investigation details. Initial report details: the device was advanced from the right fa by cross-over approach. There was no severe calcification observed in the access route. The physician had a plan to place two zilver ptx stents in total. The failure occurred during stent deployment of the second stent. The first stent (zisv6-35-125-7.0-140-ptx/c1325554) was placed after balloon dilation (5mm) of the target site. After that, the user attempted to place the second stent (complaint device). Though the physician rotated the thumbwheel to the end, approximately 3cm of the second stent would not be deployed. Therefore, he withdrew the sheath slowly in order to deploy the rest of the stent, then the stent could be fully deployed. (Used wire guide: boston scientific/ jupiter fc) however because approximately 5cm stent elongation was confirmed, another stent (zisv6-35-125-7.0-120-ptx/c1242627) was additionally placed with overlap. There have been no adverse effects to the patient reported.